Manufacturer narrative:
Concomitant medical products: vamc3434c150tu, sn (B)(4), expiration date: 2016-02-24. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that the patient presented with chest pain and hemoptysis. CT imaging suggested a contained rupture of a thoracic abdominal aortic aneurysm. The stent graft also appeared to have slid 1-2cm distal of its intended location. The patient was treated with a snorkel in the left subclavian artery and another manufacturer¿s proximal extension. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.